Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip is damaged and cracked. Per account, the lens had to be replaced because the intraocular lens (iol) would not advance in the cartridge. Reportedly, once it was loaded, the scrub tech did not hear or see that it had cracked and was only noticed when the surgeon was trying to advance the lens into the patient's eye. It was pulled out of the eye and that is when they discovered the cartridge is cracked. Moreover, they noticed micro cracks in the barrel. Product is not expected to be returned. It was noted that there was no patient injury and there was no secondary procedure required. No additional information provided. This report is one (1) of two (2).

Manufacturer narrative:
Corrected data: in review of the initial MDR 2648035-2018-00954, it was noted that there was a typo in section - narrative. It was inadvertently stated that the iol is not returning, which is incorrect as the suspect device is the cartridge. The information has been corrected on this supplemental filing. The cartridge is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).